Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The va rep states the unit had concealed damage, one of the legs are bent out of the box.